Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck key alarm and multiple pump error. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer report they was unable to clear the pump errors and they getting stuck button messages. The customer reported that the insulin pump had a blank display. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer report display returned after insulin pump restart. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify hardware low level failures, history pointers failed and keypad unresponsive/button error alarm due to blank display noted.